Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the investigation, the damage of the connector pin and the video connector socket have been confirmed, which was likely caused by an external force due to handling, leading to no image. This information is addressed in the instructions for use (IFU): " do not touch the electrical contacts inside the video system center¿s connectors. Do not apply excessive force to this video system center and/or other instruments connected. Otherwise, damage and/or malfunction can occur." Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user report was confirmed. The main connection where you plug in the scope had broken connector pins. These broken pins were causing no image to appear when a scope was plugged in. The rest of the unit's functions were performing properly. If additional information becomes available following device evaluation, a supplemental report will be filed.

Event description:
The customer reported that during a diagnostic procedure the visera elite video system center had several of the connector pins break. According to the initial reporter, the procedure was completed using a back-up device, but the patient's overall outcome was unknown.